Manufacturer narrative:
Device was used for treatment, not diagnosis. Age, date of birth, weight and ethnicity/race were not provided for reporting. The product upc and lot number were not reported, therefore the UDI# is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041101-2019-00047. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported an event with listerine gentle gum care floss mint. The consumer alleges that he sought treatment from a health care professional (dental hygienist) to remove the floss from between his teeth. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041101-2019-00047. The same patient is represented in each medwatch.